Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 1000 mg/dl. The patient was lethargic. For treatment, the patient was put on unknown intravenous (IV)s. The pod was worn longer than 48 hours on the arm. The pod was discarded and the patient was discharged after 4 days.